Event description:
It was reported that on october 2, a biopsy procedure was performed with a brevera system, during the procedure a driver error was received. The device went through testing without any issues, but once the needle was in the breast, the doctor fires and tries to sample,then, a clicking noise was heard and got the driver error. Procedure has to be aborted and patient rescheduled for another procedure. A field engineer examined the device but couldn't find any problem with the driver. Since is a reccurrent issue it was decided to replaced the driver for a new driver, verified functionality and the system was working as per manufacturer's specifications. No additional information available.

Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. A field engineer examined the device but couldn't find any problem with the driver. Since is a recurrent issue it was decided to replaced the driver for a new driver, verified functionality and the system was working as per manufacturer's specifications.